Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 20 mg/ml bupivacaine at 2.924 mg/day and 25 mg/ml morphine at 3.656 mg/day via an implantable pump for non-malignant pain. It was reported that the nurse did a refill for the patient's pump today and the primary drug (morphine) concentration changed to 20 mg/ml and a bridge bolus was programmed. It was stated that the nurse incorrectly entered the old drug desired dose. It was supposed to be 3.656 mg/day and she entered 6.5 mg/day with a duration of 27 hours. The pump was noted to have been infusing with the bridge bolus for 30 minutes. While troubleshooting to correct the issue, the total tubing volume was given as 0.29 ml. The total catheter volume was also noted to have been entered in the pump as 0.01 ml. It was reviewed that this would have to be an error based on the patient only having a 4.5 cm catheter. It was requested that the nurse stop the pump in order to figure out the actual total catheter volume and correct the bridge bolus, however it was stated the nurse was unable to stop the pump. It was further stated the nurse would contact her manager and the doctor and would call back when needed. No symptoms were reported. While the bridge bolus error occurred on (B)(6) 2016, the date of the total catheter volume entry error was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.